Manufacturer narrative:
The follow up medwatch is being submitted in order to correct the serial number, manufacture date, and the serial number which was submitted on 12/07/2018. Reportable malfunction with inomax dsir (B)(4) was created as complaint: (B)(4).

Manufacturer narrative:
(B)(4). The service log review revealed a delivery failure alarm due to interprocessor watchdog timed out. It was recommended to the distributor to replace the main board due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the field. This medwatch report is being submitted as delivery failure due to interprocessor watchdog timed out was determined to be a reportable malfunction. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2018, a mallinckrodt internal employee discovered a delivery failure alarm due to ipl failure during routine service log review for inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs of a device from (B)(6).